Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The product has not returned for evaluation, the complaint could not be investigated.

Event description:
On (B)(6) 2013, trainer reported patient experienced a low blood glucose level and a hospital episode. On callback patient and trainer reported the low blood glucose issue was due to the wrong time and date in the infusion device. Patient reported he went to the hospital due to a low blood glucose issue. Patient stated he had the wrong time and date in the infusion device. Patient reported he had the time set for pm instead of am on the glucose monitoring device and the infusion device. Patient stated he received his daytime insulin at night and it caused him to go into the hospital for a low blood glucose incident the morning of (B)(6) 2013. Patient stated this caused him to have the wrong basal rate which caused him to go to the hospital. Patient reported he had a small stroke but did not know when this occurred. Patient stated he had no issue from the stroke. Patient reported the stroke just showed up on the CT scan. Patient stated he fell down and hit his head due to low blood glucose incident on (B)(6) 2013. Patient reported he was at church at the time of the incident. Patient stated he was unresponsive so a church member called the emts. Patient reported his blood glucose reading was 26 mg/dl on the emt's meter. Patient's target blood glucose range is 100-120 mg/dl. Patient stated he was at the hospital for 4 hours. Patient reported the emts used a glucose gun to administer 1 mg of glucose and he began coming back in 10 minutes. Patient stated the infusion device being 12 hours off contributed to the low blood glucose level. Patient reported the error occurred because of his error in setting time/date wrong. Patient stated the basal rate is programmed correct and the trainer has set the time/date correctly on both the glucose monitor and the infusion device. Patient continues to use both devices with no concerns after setting the time/date correctly. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. No product returned.